Event description:
It was reported that the device suddenly declared end of life indicator due to increased battery impedance. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed, and calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery impedance. This device is part of the field action and has tested consistent with the field action. Performance data collected from the device was analyzed and revealed battery depletion was indicated elective replacement indicator (eri). Eri caused by high battery impedance was noted on (B)(4) 2010 prior to explant. Ramware version 8 was installed on (B)(4) 2010. High battery impedance resulted in eri.